Event description:
Event description cpi received information that this bipolar lead was removed due to inappropriate sensing. The physician elected to perform an invasive procedure to replace the lead with a new lead of the same model.